Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the tip of the device fell off into the duodenum. This did not lead to any complications for the patient. Attempts were performed to obtain additional information, but no response was received from the customer at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip cracked off and fell into the patient, while the basket remained intact. It is unclear whether the tip was retrieved from the duodenum. There was no harm to the patient, and no further procedure was required due to the device malfunction. Furthermore, there were no delays and the procedure was carried out. However, no stone crushing as there was no longer an indication.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5 and d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the guidewire tip region was bent for some reasons. This could have caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip came off. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged." "Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.